Event description:
The pump tubing was mismarked. Blue tape was on the arterial side & red tape on the venous. The pump was then connected wrong to the pt cannulas and the pt experienced a low-flow state for 10-15 min at initiation of bypass. Pt appears to be ok post op.